Event description:
The customer observed falsely elevated carbon dioxide (co2) results generated from alinity c processing module for a 73 yrs old female patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial=48.2 mmol/l /repeated=23.8 mmol/l . Repeated on (B)(6) =24.9 mmol/l with cntl flag. Laboratory reference range for co2=22 to 29 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6); 73yrs old female patient. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The technical service specialist (tss) reviewed the system logs on the alinity c processing module, serial number (B)(6) and noticed that the instrument had been generating message code: 3062 residual liquids detected in cuvette 86. The tss replaced the cuvette segment which resolve the issue. The instrument service history review for the analyzer did identify one subsequent ticket, replacement of the cuvette segment resolved both tickets. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. A review of trending data associated with the cuvette segment did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the cuvette segment were identified.

Event description:
The customer observed falsely elevated carbon dioxide (co2) results generated from alinity c processing module for a 73 yrs old female patient. The results provided were: on (B)(6) 2025 sid (B)(6), initial=48.2 mmol/l /repeated=23.8 mmol/l . Repeated on (B)(6)=24.9 mmol/l with cntl flag. Laboratory reference range for co2=22 to 29 mmol/l there was no reported impact to patient management.